Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was implanted in a procedure for therapeutic treatment of cystocele, rectocele, and vaginal vault prolapse. After the procedure, the patient experienced vaginal bleeding, feeling of sutures at the level of the vaginal cuff, and discomfort with moving her bowels. Surgical treatment was scheduled to address the complications.